Event description:
It was reported that insulin amount shown on insulin gauge and mobile app appeared higher than actual insulin remaining in cartridge, with display indicating nearly full while cartridge contained much less. There was no reported impact to the customer¿s blood glucose level. Issue occurred because customer loaded nearly empty cartridge from previous pump into replacement pump and did not repeat tubing fill until insulin drops appeared, and customer was instructed to fill and load new cartridge, after which customer successfully loaded new cartridge and resumed insulin delivery with no further issues reported.